Event description:
It was reported by the customer that a pyxis medstation es system prompted drawer required maintenance error, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure. A field service engineer reseated the cable connections to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.